Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 540 mg/dl at the time of the event and 462 mg/dl at the time of the call and reported a sensor and blood glucose difference. Troubleshooting was performed and found that the customer was treated with a manual injection. The customer was not reporting symptoms as a result of high blood glucose. It was unknown whether the insulin pump was used within 48 hours but the auto mode was not active at the time of the event. The sensor glucose value was 40 mg/dl and the blood glucose value was 540 mg/dl. The insulin delivery was not suspended but the customer used the steroid shots. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The event involved product(s) mmt-7020la, mmt-1880l, mmt-342, and mmt-431a. No product return is expected for mmt-7020la, mmt-1880l, mmt-342, and mmt-431a.ozp-mmt-7020la-snsr, frn-mmt-332a-rsvr, unomed inf set

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.